Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker and right ventricular lead were explanted due to infection. The source of the infection was unknown. The infection was not believed to be device related. The patient was stable throughout.